Event description:
It was reported that during a left thoracotomy and left lower lobectomy procedure, the device delivered an incomplete staple line resulting in bleeding. The bleeding was controlled with prolene suture, adding an add'l 15 to 20 mins to the procedure.